Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Pump received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump had a partial display. His blood glucose was 140 mg/dl. He stated that the top line with the battery and the fill line was working, but everything else that is under that is not. He is not able to enter any of the menus or put his carbohydrates in to the pump. During partial display troubleshooting, the customer said that he could have dropped the pumped but is not sure. He was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.